Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user previously experiencing high blood glucose transitioned to experiencing low blood glucose with meals and activities while using the ilet system, with values later described as stable, and the user sought assistance connecting the ilet to the mobile application. Symptoms included hypoglycemia. Outcomes included troubleshooting and education provided, with additional information requested from the user. Investigation included review of available case history and attempts to obtain further details from the user and clinical support contacts. Investigation of this case revealed no device alerts or alarms reported and no confirmed device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.